Event description:
It was reported that the patient experienced a low glucose event with a measured blood glucose of 64 mg/dl and received guidance to consume 15 grams of carbohydrates, after which blood glucose increased to 73 mg/dl. Customer care provided support that included troubleshooting and patient education performed remotely. Investigation of this case revealed no confirmed device malfunction and an unclear cause for the hypoglycemia. No clinical symptoms associated with hypoglycemia. Outcomes included temporary interruption of normal activities and the need for medical advice and monitoring. It was concluded that the event was consistent with hypoglycemia of unclear cause with recovery after carbohydrate intake. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.